Event description:
Reporter alleged obtaining discrepant blood glucose results of 18 mg/dl back to back with a result of 146 mg/dl when testing was performed within 5 minutes on the compact plus system. No actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.